Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not insert properly into the infusion site and did not retract as intended. Pod was not worn.

Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract or contribute to an improper insertion of the cannula. The formed needle was found to be properly seated in the slide retract. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. Root causes of the reported needle did not retract and unsure properly inserted cannula could not be determined.